Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect script was selected. Additionally, implanting the device at an off-label location, not irrigating the site with antibiotic solution before closure, and not prepping the skin with antiseptic solution have been ruled out as potential causes of the reported issue. However, the patient has a history of wound healing issues. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. However, the patient is a poor candidate due to health, weight, age, mental capacity as they have a history of wound healing issues (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The patient is currently doing fine and no further issues have been reported.